Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was not maintaining pressure as the software needed to be updated. The main pcb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on that the unit does not maintain constant pressure. There was no harm or injury to the patient and no reported delay. Due diligence is complete. After the investigation was found that the pressure setting did not match actual pressure. No additional information is available.